Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a patient transport the nurse was removing tubing from the pump with the roller clamp remaining open when the module did not engage the free flow safety clamp on the tubing therefore causing a freeflow event. The patient was receiving 12.5mg/250ml of tirofiban hlc (aggrastat) in 250ml of d5w and infusing at 7.2ml/hr. There was no patient harm.